Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse confirmed the 2066 false detection of specimen level error in the error log. Fse replaced the sampler z-axis cable and tightened all screws on the main arm assembly. Fse also checked the grounds with dmm. The customer ran controls without any errors and results were within range. The instrument was operating as expected. There was no further action required by fse. The instrument was installed on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were two (2) similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: the 2066 false detection of specimen level by main arm cause : the liquid level was detected before reaching the surface of the specimen. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the 2066 false detection of specimen level by main arm error message was electrical fault or failure of the main arm.

Event description:
A customer reported getting error 2066 false detection of specimen level by main arm randomly with both quality control (qc) material and patient samples with the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The sample z-axis cable was returned for evaluation. The part was checked for conductivity using the multimeter and found no issues with the cable. The part was functionally tested by performed precision testing and all results were in range. The error could not be duplicated. The part passed testing. The most probable cause of the reported event could not be determined. The part passed testing.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. If follow-up, what type- additional information a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.